Manufacturer narrative:
The investigation has been completed. No product was returned. As the necessary clinical information was not provided and product was not returned, the root cause of the infection/sepsis, bleeding, and ventricular contractions/ectopic heartbeat was not determined. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that an impella 5.5 needed to be adjusted because the patient was experiencing constant ectopy. The nurse reported that premature ventricular contractions have been minimal since readjusting the impella. It was further reported that the patient was taken for a washout of the impella site and wound vac placement. Impella site was cultured showing klebsiella. The infection is localized and being treated with vancomycin. The patient has been moved to status one on the transplant list.